Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using proglide devices after an angioplasty procedure using a 6f sheath. Reportedly, when the first proglide suture was pushed down to the artery wall, the suture broke. A piece of the artery wall was torn. Another proglide was deployed and did not achieve hemostasis. Surgery was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.